Event description:
25g henry schlein needle orange safety needle, although screwed on and no issues with drawing from vial, came unattached with removal from im (intramuscular) injection leaving needle in pt thigh medication completely delivered and needle quickly removed and sterile gauze applied reporter has heard this has happened to others with this particular needle, however details of those instances are unavailable. FDA safety report ID # (B)(4).